Event description:
It was reported that the right ventricular (rv) lead impedance had decreased to less than 200 ohms. Also, the threshold had increased slightly to 2.5 volts at 0.4 milliseconds since the previous device change out six years prior. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4558m implantable pacing lead - (B)(6) 1997. (B)(4).